Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation/other while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation/other while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and tech was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. Tech proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues.